Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and verified the alleged malfunction the stm found no compressor operation and replaced the power management board. The iabp passed all functional and safety tests. The iabp was then returned to the customer and released for clinical use.

Event description:
The customer reported that, during service/test, the cardiosave intra-aortic balloon pump (iabp) generated "power up test fails code #14". No patient involvement or adverse event reported.